Event description:
It was reported that approximately 28 months post implant of a bifurcated device and an infrarenal aortic extension a computed tomography scan identified a type iii endoleak between the infrarenal and bifurcated device. Reportedly, minimal overlap was achieved during initial implant. The patient was treated with two infrarenal aortic extensions which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Event description corrected. Common device name corrected.

Event description:
It was reported that approximately 28 months post implant of a bifurcated device and a suprarenal aortic extension a tomography scan identified an unknown endoleak at the junction of the main body and proximal aortic extension. Reportedly, minimal overlap was achieved during initial implant. The patient was treated with an infrarenal aortic extension; however, the physician deployed the aortic extension too high. An additional infrarenal aortic extension was implanted, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Event description:
It was reported that approximately 65 months post implant of a bifurcated device and an infrarenal aortic extension a computed tomography scan identified a type iii endoleak between the infrarenal and bifurcated device. Reportedly, minimal overlap was achieved during initial implant. The patient was treated with two infrarenal aortic extensions which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records and imaging were provided and reviewed by a clinical representative. The review shows a leak between the proximal and distal portions of the graft. There were no product issues identified in the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Expected to be returned for evaluation.

Event description:
It was reported that approximately 85 months post implant of a bifurcated device and an infrarenal aortic extension, the patient presented emergently to (B)(6) hospital on (B)(6) 2015 with abdominal pain. The patient had a large c shaped aneurysm. The hospital performed a computed tomography scan which indicated the patient had a rupture. The proximal cuff slipped down from the neck as the patient lost some neck seal. The patient was then airlifted to the (B)(6) hospital emergently due to the ruptured aneurysm. The patient's devices were explanted. Patient is currently reported to be doing fine. It was also noted that the patient had not been compliant with follow-ups until presenting with abdominal pain at (B)(6) on (B)(6) 2015.